Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. As lot information was unavailable, the product label included in the production record, which is linked to the lot information, could not be confirmed. Therefore, the model #, unique device identifier (UDI) # as well as expiration date could not be obtained. The reported asahi chikai nexus 014 guide wire was not returned. Its lot number was not provided. Chikai nexus 014 guide wires shipped from the manufacturing site were all inspected for no anomaly in every specification including the tip load; therefore, it was concluded that there was no anomaly in product quality. Although the cause of the hemorrhagic complication could not be confirmed based on the limited information, it was unable to completely rule out a potentiality that the chikai nexus 014 guide wire might have caused or contributed to the hemorrhagic complication. Regarding the intracranial foreign body observed after thrombectomy, it was unable to rule out the possibility that the foreign body was a fragment of the chikai nexus 014 guide wire, nor the possibility that it caused reocclusion based on the limited information. Therefore, it was concluded that a causal relationship between the suspected retained foreign body and reocclusion, and the chikai nexus 014 guide wire cannot be ruled out. On the other hand, regarding the causal relationship with death, the physician's comments indicated that there was no causal relationship between the cause of death, which was heart failure, and the cerebrovascular treatment. Therefore, it was concluded that there was no causal relationship between the chikai nexus 014 guide wire and death. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the device is moved excessively, it may be damaged including separation or the like, which may injure the blood vessel or leave fragments inside the vessel. ~the distal end has vascular selectivity. However, if it is advanced into a thin peripheral area of the vessel, the penetrating force in the vessel becomes stronger, and there will be a higher risk of vessel damage such as vessel perforation. Therefore, when manipulating the guide wire or having a micro catheter or the like follow it, take extreme care. Do not perform catheter manipulation with the distal end of the guide wire being secured to the collateral since it will increase the risk of vessel perforation. [Precautions] ~during the procedure, always check the distal end of the guide wire under fluoroscopy. In particular, in cases where the guide wire is not directly manipulated, such as moving the other devices used over the guide wire or performing kissing technique, always pay attention to the movement of the distal end of the guide wire so that the guide wire will not damage the vessel. [Malfunctions and adverse effects]. 1.malfunctions. ~breakage or bending of the guide wire. ~damage such as separation. 2. Adverse effects. ~vessel dissection or perforation. ~bleeding complications.

Event description:
[Event information] during cerebral thrombectomy, a subarachnoid hemorrhage occurred. Ventricular drainage was performed at the time of the hemorrhage. During the final confirmation after thrombus removal, CT and fluoroscopic images revealed a foreign body within the cranium. However, subsequent CT and fluoroscopic images taken immediately afterwards did not confirm the presence of the foreign body. Approximately one week later, the treated vessel became re-occluded. Conservative treatment with anticoagulants was administered for the re-occluded vessel. [Patient outcome] the patient died on (B)(6) 2025, due to heart failure during hospitalization. The physician commented that there was no causal relationship with the endovascular treatment. [Other information] the patient's underlying disease and circumstances leading to death are unknown. Information regarding the occluded vessel, time to treatment initiation, presence or absence of t-pa, and clinical scores (nihss, mrs, tici score, aspect value) was not available.